Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lower part of lcd (liquid crystal display) is missing columns.

Event description:
It was reported the bottom portion of the lcd (liquid crystal display) cannot be seen clearly. It was also reported there are vertical lines in the lower display and lines cause missing pixels. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.